Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported failure to power on/losing battery connectivity. There was no patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during lab testing. The display backlight inverter connector j13 pins were found to have cold solder joint resulting in lifted pins, and therefore an intermittent display issue. The available information is consistent with a malfunction of the processor pca. The cause was display backlight inverter connector j13 pins were found to have cold solder joint resulting in lifted pins. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.